Manufacturer narrative:
No product returned for evaluation. Device not being returned for evaluation. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. (B)(4).

Event description:
It was reported that during a meniscal repair, the anchor was stuck. It was reported that it was impossible to implant it. No patient injury or complications took place. It was confirmed that the first t has been implanted normally but it has been impossible to put in place the 2nd implant. Then everything has been removed from the patient to use another fast-fix. The procedure was completed with a back up device. The reported delay was less than 30 minutes.